Manufacturer narrative:
It was reported from the site that the patient had a driveline infection on (B)(6) 2016 and was initially treated with oral antibiotics. The patient underwent placement of a peripheral inserted central catheter was started on intravenous (IV) antibiotics and a wound vac. As of the date of this report, the patient is reported to have healed with no further signs of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had a driveline infection on (B)(6) 2016 and was treated with oral antibiotics. It was stated that the patient was stable post event. No additional information available.